Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2024-01811 and 3005099803-2024-01812 for the associated device information. It was reported to boston scientific corporation that two axios stents and electrocautery enhanced delivery system were to be implanted transgastric into the pancreas to treat fluid collection during an axios stent placement for walled-off necrosis procedure performed on (B)(6) 2024. The physician was using the endoscopic ultrasound (eus) method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, resistance was met when the sheath lock was toggled from lock to unlock, and the second flange of the first axios stent (the subject of MFR. Report number 3005099803-2024-01811) could not be deployed from the catheter. The stent was partially deployed but detached from the delivery system when removed from the working channel and was stuck and very difficult to remove from the scope. A second axios stent (the subject of this report) was opened, and the same problem occurred. The stents were removed by pulling the axios catheter back through the working channel. The procedure was not completed. The patient had bleeding following the attempted stent placement. More than 30 mechanical clips were used to close the bleeding site, and the patient was administered a hemospray and epinephrine. The patient was sent to interventional radiology (ir) for treatment after the esophagogastroduodenoscopy (egd)/endoscopic ultrasound (eus) procedure, and no further bleeding was found. The patient was then transferred to the intensive care unit (ICU) for continued care. The patient was transferred to the ICU on pressers.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Imdrf patient code e0506 captures the reportable patient complication on hemorrhage. Imdrf impact code f2303 captures the hemospray and epinephrine administered on the patient. Imdrf impact code f22 captures the patient being sent to interventional radiology (ir) for treatment after the egd/eus procedure. Imdrf impact code f1001 captures the canceled procedure. Imdrf impact code f08 captures the patient's prolonged hospitalization. Imdrf impact code f0801 captures the patient's continued care in the ICU. Imdrf impact code captures the mechanical clips used to close the bleeding.